Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 300 units of cold insulin. There was no reported adverse impact to the customer's blood glucose level; the blood glucose level at the time of the reported event was 133 mg/dl. Reportedly, the customer reloaded the cartridge and received an accurate fill estimate.